Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse could not confirm the reported issue so no part replacement was required. The device was tested with no fault found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a burning smell occurring from machine. There was no patient involvement.